Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and the problem was not confirmed through system logs. A visual inspection indicated the unit is in good cosmetic condition. During testing, the erbe unit displayed error code c-34 at startup; however, review of the erbe log identified a recorded error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the integrated electrosurgical unit (iesu) or erbe displayed error c-34, preventing continued use of the erbe. The customer attempted to reboot the erbe, but the issue persisted. The team switched to a third-party esu to continue the case. The procedure was completed as planned with no report of patient injury.